Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and an obturator sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary incontinence and cystocele. It was reported that the patient underwent the concurrent procedure of cystocele repair during mesh implantation. It was reported to have done well post-op from a urological status. It was reported that the patient developed chest pain and was seen by cardiologist. They determined chest pain and discomfort secondary to hiatal hernia and reflux esophagitis. It was reported that on (B)(6) 2012 patient underwent partial mesh removal.